Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05527. Further clarification revealed the patient underwent a trial procedure on (B)(6) 2015 and not (B)(6) 2015 as initially reported. Also, further information gathered revealed the patient also had two leads instead of just one. An additional report has been added in reference to the event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent a trial procedure. Following the procedure, the patient's oxygen levels were found to be low. As a result, the patient was hospitalized. Tests were ran and the results revealed no anomalies. The low oxygen levels were determined to be due to the patient only having one functional lung. On (B)(6) 2015, the patient's trial lead was removed and she was released from the hospital.